Manufacturer narrative:
An image was submitted for evaluation to product performance engineering. Visual inspection was based solely upon a review of the photograph provided, revealed the sheath tube appeared detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the observed detached sheath tube could not be conclusively determined.

Event description:
Another introducer of the same type was used to perform the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: b5, e1.

Event description:
The sideport of the introducer detached during preparation. There was no patient involved.